Manufacturer narrative:
Product ID 8709, lot# l61551, implanted: 1999-(B)(6), product type catheter product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type accessory. (B)(4).

Event description:
Additional information: it was later reported that the patient was doing well overall on fentanyl, it was not reported what rout the patient was receiving medication. It was noted that there was "no real complaint of withdrawal." It was also noted that the patient "saw ID, no more atb as cultures were negative." It is unclear what was meant. The patient has seen wound care and the plan was to proceed with further debridement of the wound.

Event description:
It was reported that the patient's device was explanted due to infection. About two weeks later, it was reported the infection was at the pump pocket site. It was stated that cultures had been taken. The drugs used in this system were morphine and bupivacaine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.